Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device displayed a whitescreen error. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the device initially passed testing. A whitescreen error was not displayed during the testing procedures. Further testing found the device did not pass the sdram test which may have caused the customer's reported whitescreen error. This was due to the som1 hardware module. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.